Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: 2010-(B)(6), explanted: 2015-(B)(6), product type: catheter. Product ID: 8709, serial# (B)(4), implanted: 2010-(B)(6), explanted: 2015-(B)(6), product type: catheter. (B)(4).

Event description:
It was reported that the patient complained of increased tightness and a side port aspiration was unsuccessfully attempted. During a catheter replacement, the healthcare provider (hcp) observed a small hole in the proximal segment. The hcp believed it was likely caused during a refill. The product issue was resolved. The patient¿s status at the time of report was alive ¿ no injury. The patient experienced increased spasticity. The location of the issue or symptoms was the catheter track. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The pump was used to infuse lioresal.